Event description:
Reportedly the patient developed "significant pain and [is] required ... To visit my doctor frequently. I'm worried things will get worse."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp2/acs was used. As per op-notes,¿ partial vertebral body osteotomies of the inferior aspect of l4, the superior aspect of l5, and inferior aspect of l5, as well as the superior aspect of s1 were performed, nicely mobilizing the interbody spaces. The interbody spaces were impacted with a combination of bmp, morcellized bony autograft and inserted, at l4-5, the other at l5-s1. With this complete, posterior spinal instrumentation was then applied, placing two 6mm x 40m titanium screws into the l4 and l5 vertebral bodies, two 7 x 45 mm screws inserted into the sacrum. The screws were inserted by first probing the pedicles, using a steffee tool, followed by a probe, and finally the screw was inserted without incident. Two titanium rods were cut, contoured and applied. Gentle compression was placed across the interbody spaces at l4-5 and l5-s1. The rods were locked to the screws using a set screw, torque wrench and counter-torque wrench and counter-torque device. The wound was then copiously irrigated with betadine-impregnated normal saline. The posterior bone elements were decorticated bilaterally, at l4 to l5 and s1 to accomplish a solid anterior process arthrodesis bilaterally. Lateral gutters were packed with a combination of bmp and morcellized bony autograft.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.